Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found no new alarms. Visual inspection of external components found no abnormalities. Although complaint was later corrected to state that the connector on the driveline side, not the cannula side, was affected, both cannula and driver connectors were returned for investigation. Visual inspection found no abnormalities with either connector, they both were found to be correctly oriented. Freedom driver passed all functional testing for acceptance at incoming inspection. No issues with either cpc connectors could be found. Customer complaint was not replicated. Failure investigation for this complaint could not confirm the reported issue. The customer complaint was not replicated; the root cause of the reported issue with depressing the cpc connector due to spring displacement was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the reported issue. No evidence of a device malfunction was found with the cpc connectors or driver and they functioned as intended. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Per hospital staff, they had difficulty in depressing cpc connector on red side, and noted that spring was flipped after changing over to new driver. No adverse impact to patient reported.

Event description:
Per hospital staff, they had difficulty in depressing cpc connector on red side, and noted that spring was flipped after changing over to new driver. No adverse impact to patient reported.